Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The nonconforming yoke assembly was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the products serial (under investigation), with the same event code. The root cause of the reported event is attributed to nonconforming yoke assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9 and h.11. The yoke was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed to an microscope and tested. The yoke assembly gear became stuck, causing the tilting knob¿s set screws to slide over the shaft instead of gripping it, which made the knob rotate freely. The reported event was replicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the tilting knob on the yoke assembly of the ophthalmic microscope was loose. Procedure details and patient impact have not been provided.